Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. Testing was unable to duplicate the complaint during the investigation. The pump was found to be delivering within the required specification at the conclusion of the 29 hour flow accuracy test. The tdd¿s correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last delivery date. Only typical usage was observed in the alarm history. The last basal and the last bolus delivery were recorded in the history on (B)(6) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas stating the patient experienced a blood glucose (bg) value of 503mg/d with large ketones. The patient reportedly did not have symptoms. It was noted that the patient had a follow-up with the health care provider (hcp); the patient reportedly was removed off the pump until troubleshooting could be performed on the pump and the patient was given lantus and novalog correction injections over night. Customer support (cs) reviewed the pump with the reporter and no issues were noted with the programming/settings on the pump. There were no associated alarms related to the reported event. The pump was reportedly delivering appropriately; the patient was able to see drops from the tubing during the prime step. There was no indication of a site/set or cartridge issue. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy of unknown cause. There was no indication of a pump malfunction or that the pump was a contributing factor to the bg excursion.